Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported that during a pool of procedures there was an occlusion and a power drop in the handpiece. A system message was displayed. The settings seem to be inconsistent. This is the second of two reports being filed from this facility. Additional information was requested and received.

Manufacturer narrative:
Additional information has been provided. The company service representative examined the system and was able to confirm a sm [vacuum check failed unable to verify infusion pressure.] In the event log. As a preventative measure, the company service representative adjusted the surgeon settings to have higher vacuum. The system was then tested and met all product specifications. The system was manufactured on july 17, 2008. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The company representative was not able to confirm the reported events for the handpiece. The associated system was examined and tested. The system found to meet product specifications. There was no additional information the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).